Event description:
Fresenius medical care canada, inc. Reported that there was excessive fluid removed during a hemodialysis treatment. The patient became hypotensive and c/o cramps 13 minutes before the end of treatment and received a liter of saline. Based on the pre and post weights reported, saline given and what the machine indicated was removed, there was a weight loss variance of approximately 2.5 kg. There was no serious injury or illness.